Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photos was reviewed and the indicated failure mode for foreign matter was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plblce pink, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: plastic or glass piece in the tube edta.